Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with disposable pediatric defibrillation/ECG electrodes. According to the reporter, the pt's ECG would only intermittently display in paddles lead so the electrodes were replaced with ECG electrodes and the pt monitored in ECG leads. The reporter said that the monitor showed the pt's rhythm was nonshockable in ECG leads. Medics performed CPR on the pt during transport to the hospital. The pt was worked in the ER but was not resuscitated.